Manufacturer narrative:
Investigation summary: the device was visually inspected for first time and no damage or anomalies were observed. Then it was visually inspected for second time and a hole was observed at pebax with reddish material. The hole could be caused due to an external force but this could not be conclusively determined. The functionality of the sensor catheter was tested on the carto 3 system. The catheter was recognized by carto 3 system. However, error 105 and 106 were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device with lot number 30256063m, and no internal actions related to the reported complaint condition were identified. The customer complaint has been verified. The root cause cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a non ischemic ventricular tachycardia - left (l-isvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. Product analysis lab found a hole on the pebax. Initially it was reported that the force was erratic. It was a constant inaccurate force that needed to be re-zero'd several times. Then the force was stuck on high. It was not known if the procedure was completed successfully. There was no patient consequence reported. The erratic/inaccurate force was assessed as not reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The force stuck on high was also assessed as not reportable. This issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and on february 17, 2020 found a hole on the pebax and reddish material inside of it. The returned condition of the hole on the pebax was assessed as a reportable issue and the awareness date for this finding was february 17, 2020.